Event description:
Rptr had breast implants inserted in 1974. In 1987, because of rupture of left breast removal was necessary. At that time it was noted that right breast had a "slow leak" and it, too, was removed. Several attempts were made to remove pockets of silicone, leaving the breasts scarred and malformed. Niple on left breast became hidden because of attempts to remove silicone deposits. In 1/94, her left nipple began to discharge. Soon after, the right did also. Rptr was advised to remove both breasts completely, including nipples, at once. Wanting to be sure that was the only answer, she went to two other drs. With the same results, and every thing was removed on the 11/18/94. Rptr has been ill since about 1 year after rupture. She has silicone deposits on thighs and arms. Burning skin sensations, muscle pain, spasms, chills, sweats, weakness, nausea, irritable bowel syndrome since 1989 or 1990. Mastectomys due to invasion of breast tissue by silicone leakage (nipples). Severe emotional toll, arthritis-like symptoms. (*)